Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the device began to fail. The surgeon removed the device to see what was wrong and found that the tip was bent. After inspection, the tip fell off. There was no patient injury.